Manufacturer narrative:
It was later reported from the patient's family that this patient is now residing in a different state for the season. It was also reported by the family and one of the leads had not been activated and the physician had now turned on the second lead. The following physician in that state was not provided and several attempts were made to locate this physician for further event follow-up and clarification. However, no further information was available. Our records only indicate that one lead is implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device did not reach elective replacement indicator (eri) prior to explant. Analysis of the device memory confirms that therapy was available and the device was functioning normally at the time of explant. The allegation from the field was not confirmed or duplicated during testing and detailed analysis. It is confirmed that the device meets specification.

Event description:
Subsequent information received that this implantable cardioverter defibrillator (ICD) was explanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As a result, the patient advocate reported that a procedure was done to correct the issue. No adverse patient effects were reported. Information suggest both these products remain in-service. Clarification was requested from the field representative, however, nothing further has yet been received. Should additional information be provided this event will be updated.

Event description:
Boston scientific received information that this defibrillation lead became disconnected from this implantable cardioverter defibrillator (ICD). The patient was seen in the emergency room as their heart rate was 35 beats per minute (bpm) verses the programmed 40 bpm.